Event description:
Diagnosis: sigmoid-rectal cancer. Pt undergoing procedure for low anterior resection of the colon. Attempts to use an eea 33 autosuture device to get a good closure were unsuccessful. The green window would not appear to release the safety trigger. After several attempts the device clicked and the safety trigger released, but no green indicator appeared in the window. When the device was removed, donuts were noted. However, the connection was not complete. Surgeon felt a good closure was not achieved secondary to the very short nature of the pt's hartman's pouch, and being able to get the autosuture device to accurately line up for the firing in the anastomosis. After multiple attempts using different approaches the device had to be abandoned. A colostomy was performed.